Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (unable to complete essential performance testing ) has been confirmed. Upon investigation the electrode belt trunk cable was severed. The root cause for severed cable was physical abuse. The electrode belt is designed to meet the mechanical requirements of iec 60601-1.